Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving unanticipated therapy. Upon interrogation, oversensing was detected. Lead dislodgement was suspected. Lead was explanted and replaced.